Event description:
Manufacturer's ref.: 211582.

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The reported technical error codes were not reproduced. No parts were replaced and the ventilator was released for clinical use. Evaluation of the received device logs can confirm the generation of the technical error codes and also clinical alarms indicating that ventilation stopped. Prior investigation of similar events have showed that the reported technical error codes most probably is sw related. The logs have shown that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated 3 technical error codes while it was connected to a patient. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm.